Manufacturer narrative:
Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This investigation is classified as MDR. Findings: lot 6239771: a total of (B)(4) units were built on afa line 9 and packaged on pkg line 11 from aug 31, 2016 through sep 4, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn (B)(4) (missing inspection) was initiated but corrective actions were performed (see attached) lot 4317652: a total of (B)(4) units were built on afa line 9 and packaged on pkg line 11 from nov 23, 2014 through dec 15, 2014. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Lot 6146747: a total of (B)(4) units were built on afa line 9 and packaged on pkg line 11 from june 8, 2016 through june 12, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for level a investigation per (B)(4). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received a total of 23 iag bc 20ga units of which there was 1 unit from each of the lots reported (B)(4). All 3 units received were partially open at both ends (128035-136242-2 for representative received condition). *note: the product characteristics require a minimum of 1/8¿ seal transfer. A sample size of one unit per lot number was taken and was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. *the key variables that affect seal strength are: seal transfer/width and paper top web glue. Both of these variables were included in the observations. Test description: method no.: results: visual/microscopic, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; although the defect was confirmed, the units evaluated for this incident passed the manufacturing specification requirements. *investigation conclusions: the defect of package damaged-defective-other as stated in event description was confirmed with the returned units. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the failure that the customer experienced was confirmed. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Comment: even though the packages came partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. The packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This issue is currently being investigated by CAPA (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a product 20 g x 1.16" bd insyte¿ auto guard¿ bc shielded IV catheter was found with a sterile barrier breach/ package integrity. Before use with no report of injury.